Event description:
It was reported through a research article identifying multi-link vision stents and xience v stents that may be related to in-stent restenosis, late lumen loss, target lesion revascularization and hospitalization. Additionally, xpert stents that may be related to limb salvage surgery, restenosis, hospitalization and additional intervention. Specific patient information is documented as unknown. Details are listed in the article, titled catheterization and cardiovascular interventions - scai expert consensus statement for infrapopliteal arterial intervention appropriate use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of occurence was estimated as (B)(6) 2014, the date of publication. The additional vision and xpert devices are being filed under separate medwatch reports. There was no reported device malfunction. It is indicated that the device is not returning for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of restenosis, as listed in the xience v and xience nano everolimus eluting coronary stent system electronic instructions for use (IFU) is a known patient effect that may be associated with the use of the device. It should be noted the indications section of the IFU states: the xience v everolimus-eluting coronary stent system (xience stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Article: bruce h. Gray, do, larry. J. Diaz-sandoval, md, robert s. Dieter, md, michael r. Jaff, do, and christopher j. White, md. (Catheterization and cardiovascular interventions 00 00 00 (2014). Scai expert consensus statement for infrapopliteal arterial intervention appropriate use.